Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 268 mg/dl. In addition, it was reported that the usb cable melted while it was charging the pump. The customer continued using the pump for insulin therapy.